Event description:
It is reported by sr. Nurse of the hospital, that there is a cut out of the sliding hip screw. This case is a clinical study.

Manufacturer narrative:
Evaluation summary: the reported event cutting-out of the lag screw from the femoral head could be confirmed with the provided x-rays. The operative report states that the patient fell down in the nursing home and was brought into the hospital. Cutting-out of the lag screw from the femoral head was found. The patient underwent total hip prosthesis surgery. ¿on the x-rays, it can be clearly recognized that originally the screw had been positioned correctly in the femoral head. Due to lack of details in the information provided it is not possible to make any conclusions on what has caused the cut-out. There is not a direct link between the cut-out and the death of the patient.¿ [translated statement medical expert]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by sr. Nurse of the hospital, that there is a cut out of the sliding hip screw. This case is a clinical study.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.